Event description:
Hyperglycemia: a woman reported that she has experienced elevated bg levels for the past few months when using a novopen 1.5 device and novolin 70/30 (rdna). Penfill insulin. She also reported that on one occasion she went to the emergency room because of her elevated bg level, was given 5 units of regular insulin and was released. She feels that she has no been receiving the correct amount of insulin from the device. The woman would not provide the name of the physician who treated her or the emergency room where she was treated. No faults were found upon examination of the device in question and the device passed a displacement test.